Event description:
Caller reported damage to tandem charging cable, rendering charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Customer is receiving a replacement pump, and charging supplies are included in the shipment, as per the support team's resolution.